Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call a high blood glucose level of 412 mg/dl. The customer experienced symptoms such as headache and dizziness. The customer treated their high blood glucose via insulin pump. The insulin pump will not be returned for analysis.